Event description:
Lmt was informed that there was a problem with the alarm system during use of the device. No harm to patients, users or third parties was reported in the information provided. Our technical support is currently asking for more information about this potential incident. The investigation of the device will be initiated by our experts immediately. As soon as we can provide further information about the evaluation, we will inform you about a final report.

Event description:
Lmt was informed that there was a problem with the alarm system during use of the device. The device did not emit an audible alarm during an alarm test. It was also reported that no harm was caused to a patient, user or third party during this incident.